Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The active clotting time (act) was taken just after procedure started which was at 279s, and 2000u of heparin was then administered. The physician deployed the closure device multiple times. Position, anchor, size and seal (pass) criteria was evaluated during the fourth deployment. Contrast imaging was completed to confirm position. At this time, a cord-like thrombus was seen at the tip of the wds sheath. The act was confirmed at 291s, and the physician then aspirated from the wds sheath. No thrombus could be seen on imaging or in the device. The physician confirmed pass criteria was met and released the closure device. After the wds was removed from the patient, and clot was seen on the core wire. The patient woke from anesthesia responding to command with full speech and limb movement capabilities and sent to recovery.